Manufacturer narrative:
Based on the claim against the product by the customer noting a broken cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument for failure analysis. The fenestrated bipolar forceps instrument conductor wire insulation was damaged on the distal end with no thermal damage. A small section of the conductor wire insulation is missing, the internal conductor wire is exposed, but no wires are physically damaged. The instrument passed the electric continuity test. The instrument was placed and driven on an in-house system and energy delivery was verified. The root cause of the damaged conductor wire insulation is attributed to a component failure. This complaint is a reportable malfunction due to the following conclusion: failure analysis identified that the instrument had conductor wire damage with passed electrical continuity. A small section of the conductor wire insulation is missing and the conductor wire is exposed. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had physical damage on the distal end. Initial information indicated a broken cable and that "two pieces at the end were broken." The procedure was completed with no reported injury.